Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. After doing a 3d spin the battery level dropped so low that the machine is in battery critical condition and almost shut down. Troubleshooting revealed that a battery pair was weak and were not holding their charge. The voltages on all batteries where okay but once stressed this battery pair was failing. The charger enclosure was giving charger card error messages on the log files. The charger card assembly had also been replaced and had their firmware upgraded to the latest version. Performed 7 3d spins without any issues occurring and the machine was ready to be used again. System functions checked. All batteries were replaced. System functions tested. Personnel had been advised to let the system charging always and especially overnight. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system beeped and displayed a red indicator light on the battery led. It was reported that restarting the imaging system restored functionality and had to be performed multiple times. There was no patient present when this issue was identified.